Event description:
It was reported that the ilet touchscreen was cracked and became inaccessible, preventing use of the device. The affected component was the touchscreen and the device problem was a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included insufficient information regarding any health impact. Investigation included communication with involved parties and analysis of information provided by the user and healthcare provider. Investigation of this case revealed a stress-related problem consistent with physical damage to the touchscreen, aligning with a fracture of the device¿s touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.